Manufacturer narrative:
There is no information provided regarding the return of the actual complaint product to the manufacturer. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 11-jan-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced two different events, which were associated with separate units, involving an unknown number of patients. This is the first of two reports. Refer to 8030647-2018-00012 for the second event. It was reported that a flex tube that was attached to the swivel on the manifold of a catheter came loose from the circuit. As a result, it disconnected the patient from the ventilator. Use of the product was stopped and the clinician returned to a t-piece configuration. There was no report patient injury.

Event description:
Additional information received on 14-jan-2018 stated: how many flex tubes came loose? Almost all flex tubes attached to the suction cath(eter) became disconnected. Were they on the same patient or different patients? Different patients. What is the age, weight, gender of the patients? All adult patients¿.18-99 years how long was the flex on the patient before it came loose, hours or days? Approximately 1-2 days. Was the flex loose on the 15mm end (closest to the catheter)? The swivel adapter closest to the cath(eter) elbow where the flex cath(eter) attaches to. Was there any patient injury as a result of the disconnect? No known patient injury but there was a staff member that got splashed in the face with moisture from inside the cath(eter) when the flex tubing popped off. It was also noted that f&p heated humidification was used, and that it seemed like once the catheters warm up and have silicone residue, they start popping off. Additional information received on 22-jan-2018 stated that there was no issue with the clinician who got splashed. No further information is available.

Manufacturer narrative:
All information reasonably known as of 08-feb-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).